Event description:
The customer's mother reported via phone call that the insulin pump's buttons were unresponsive. The insulin pump was exposed to moisture because fluid was visible under the lcd display. The lcd screen had a small scratch. They discovered the issue after she attempted to enter her blood glucose level into the insulin pump. Customer's blood glucose level was 99 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage on the keypad traces during visual inspection. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.